Event description:
Event description guidant received information that the physician was not satisfied with the longevity of this device. It has been implanted for 16 months and has a battery status at end-of-life (eol). The device was explanted/replaced and returned for analysis.